Manufacturer narrative:
(B)(4).

Event description:
The customer complained of sample short alarms that had been occurring mostly since (B)(6) 2017. The customer has had issues with ise tests for the "past few weeks." The field service engineer (fse) had been on site on (B)(6) 2017 and the sample probe was replaced. The customer also mentioned an erroneous result for 1 patient tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial na result for the patient was 153 mmol/l. This result was reported outside of the laboratory. The physician complained about the result on (B)(6) 2017. On (B)(6) 2017 the sample was repeated on the same module and the result was 144 mmol/l. No adverse event occurred. The na electrode lot number was t37. The expiration date was not provided. The fse visited the customer site and removed the sample probe and cleaned it thoroughly. Sample probe, ise probe and sipper probe alignments were checked. Ise checks were performed. Precision test results were within the guidelines. The customer ran quality controls which were within specification. The system was operational. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.